Manufacturer narrative:
Initial adverse event tied to this malfunction has been reported under MDR report# 3019004087-2026-43793.

Event description:
On 28-mar-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 359 mg/dl. The user was able to treat the high bg by subcutaneous insulin and ilet without assistance from a caregiver. The user was evaluated in the ER on (B)(6) 2026 and discharged the same day in recovered condition with ilet resumed.